Event description:
It was reported that insulin was leaking at the end of the barrel. Troubleshooting was performed. It was reported that the leak occurred while filling the reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See scanned pages.